Event description:
Breast implant ruptured leading to disfigurement and silicone leak into body. Mammogram did not show rupture, MRI of chest showed rupture. Removed 8/24/94. She has had no treatment at this time to clean blood or tissue of silicone.